Manufacturer narrative:
This follow-up report is being filed to correct information. Requested but not returned by hospital.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 17 states, ¿valgus-varus deformity.¿

Event description:
It was reported that the patient underwent a right partial knee arthroplasty on (B)(6) 2014. Subsequently the patient was revised on (B)(6) 2015 due to tibial subsidence. All components were removed and replaced with a total knee system.